Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence after approximately ten years after device implant. Therefore, the patient underwent a surgical procedure to remove and replace the entire aus. No additional patient complications were reported.

Manufacturer narrative:
Device analysis begun but not yet finished.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, pump, and pressure-regulating balloon (prb) were visually inspected, microscopically examined, leak and functionally tested. The cuff and pump passed all tests performed. The prb did not pass the functional test and, in addition, when inflated it had an abnormal shape. Based on the information available and analysis results, the anomalies identified in the prb could have caused or contributed to the reported clinical observation of urinary incontinence.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence after approximately ten years after device implant. Therefore, the patient underwent a surgical procedure to remove and replace the entire aus. No additional patient complications were reported.